Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the new tubing is a lot skinnier. When set on 8 liter flow it drops down to 6 liter flow." Alleged issue reported as detected during use. No report of patient harm.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as the lot number is unknown. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the new tubing is a lot skinnier. When set on 8 liter flow it drops down to 6 liter flow." Alleged issue reported as detected during use. No report of patient harm.